Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose level was 160 mg/dl. The customer reverted to manual injections alternate method for insulin therapy.